Event description:
It was reported the customer experienced a high blood glucose of 402 mg/dl. Customer also reported inaccurate readings with their sensor. Customer stated their readings would be 100 points off. The customer stated their blood glucose would be 355 mg/dl and their sensor glucose would read 275 mg/dl. Customer declined to troubleshoot for their sensor. Customer also reported having a condition where their blood glucose would run high for 24 hours. The customer would also be dehydrated from their high blood glucose and would treat with an IV. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors, showed that both sensors failed per specification due to high readings.